Event description:
Radiometer complaint reference: (B)(4). According to the complaint, samples were measured on the abl90 flex plus analyzer (serial number: (B)(6) with the following results on the calcium parameter: 1) on (B)(6) 2026, 12:23: 0.85 mmol/l (discrepant) - measurement was marked with (?) And qc not approved. 2) on (B)(6) 2026, 13:11: 0.94 mmol/l (discrepant), 3) on (B)(6) 2026, 13:12: 1.2 mmol/l (discrepant), 4) (B)(6) 2026, 13:51: 0.6 mmol/l (discrepant), 5) (B)(6) 2026, 15:06: 0.86 mmol/l (discrepant), 6) (B)(6) 2026, 15:12: 1.24 mmol/l (comparison), the patient received calcium intravenously.